Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's parent reported via phone call indicating that the customer was hospitalized for diabetic ketoacidosis on (B)(6) 2016 with a blood glucose level of over 600 mg/dl. The customer was treated for their blood glucose with IV fluids and syringes. The parent stated that the customer had gastroparesis causing their blood glucose to rise after eating. The customer experienced ketones and was unable to lower their blood glucose prior to the hospitalization. The customer followed up with their health care provider and was assisted with adding their basal rates in their insulin pump settings. The customer did not troubleshoot and did not send the product back for analysis. It was unknown if the customer was wearing their insulin pump during their hospitalization.